Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported by the nurse on (B)(6) 2019 that the patient's high ventricular lead impedance was greater than the upper limit. A lead fracture was suspected by tech services due to the high values although this was speculative and not confirmed. A chest x-ray and additional testing was recommended. A follow up call to the nurse on (B)(6) 2019 for additional information indicated the patient had experienced a ventricular fibrillation episode on (B)(6) 2019 followed by an appropriate shock. The nurse indicated the pacing lead impedance had doubled which was seen on transmission (B)(6) 2019 which was the reason for the initial call. The nurse also indicated the physician had made attempts to contact the patient as they suspected the doubling of the impedance could suggest the patient had passed away. The physician was unable to get hold of the patient until (B)(6) 2019 when they found the patient dead. The patient had a history of heart failure, was non compliant and had not been seen by his physician in a long time. The nurse indicated the device was functioning appropriately before the abnormal transmission and the patient had been monitored routinely over the years via merlin@home. The date of death was unknown. Review of data on (B)(6) 2019 with a sales representative confirmed there was ventricular fibrillation that was addressed with an appropriate shock on (B)(6) 2019 as stated by the nurse. The defibrillation impedance was slightly higher but within normal range and the pacing lead impedance had doubled as confirmed by the nurse. The data also suggested the patient had no ventricular fibrillation after the initial successful shock on (B)(6) 2019 and was in sinus rhythm on (B)(6) 2019. There was an indication impedance was later out of range on (B)(6) 2019. There was a possibility the doubled impedance could be due to the patient¿s heart not responding as a result of intrinsic heart failure, clotting or other activity indicative of death other than a lead issue but this is not known. Attempts to obtain further information have been made. The cause of death remained unknown.

Event description:
New information received notes the cause of death remained unknown although estimated to be between 02/03/19 and 02/09/19. The physician could not determine the cause of death. The belief is not that the device was at fault but that pulseless electrical activity may have occurred.